Manufacturer narrative:
Concomitant medical products: product ID: 8731sc,serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regard to a patient receiving a morphine cocktail via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient had infection symptoms and became septic following their 2014 implant. The area of the infection was the pocket. It was reported that there was a total system removal; the pump and catheter were removed on (B)(6) 2014. The infection was resolved; wound care was complete (B)(6) 2015. During wound treatment the physician pulled out little pieces of flat plastic and it is unknown what the source of the plastic is. The patient had a sonogram and it was confirmed that there's a larger piece still there. The patient reported she can sometimes feel it, it "jabs" her good. The diagnostics, actions, and outcome related to the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a consumer reported regular cultures were taken to determine the infection following the implant in (B)(6) 2014. The patient's healthcare provider pulled out 3 pieced of plastic from the wound, but the larger piece was deeper and the surgeon decided to leave it alone for the time being. It was noted that if it moves or starts bothering the patient more, then it will be removed. The plastic issues were not resolved.